Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure of the device was identified related to the reported issue. A different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had a blood glucose (bg) level over 500 mg/dl with a high level of ketones. A bolus via the pump was delivered in an attempt to address the high bg level. The customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka). The ketone level was considered as being dangerous. The customer was treated with intravenous insulin and saline. The cause of the high bg was not known; however, it was thought that the pump/supplies were related to the event. The customer was discharged the next day. The customer reported that the pump supplies had been in use for 2 days and the healthcare provider instructed the customer to change the pump supplies every 3 days, tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer acknowledged the information.